Event description:
While priming tubing for use, it was noted that IV fluid would not flow through primary arm. Flowed freely into secondary arm and out. Rptr questions if one-way valve is backwards. No pt injury as there was no pt involvement at that time.